Event description:
In 2002, doctor presented a post-operative x-ray that showed the articular surface subluxed anteriorly. Revision surgery was performed in 2002. Retaining screw was found broken and floating inside joint space. Broken tip of screw was drilled with high-speed drill to allow it to be secured with hemostat and removed.